Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed non-calcified and mildly tortuous de novo lesion in the left anterior descending coronary artery. After wiring the lesion with a non-abbott guide wire, a 2.5x15mm trek rx balloon dilatation catheter (bdc) was inflated to pre-dilate the lesion; however, could not be deflated and was hard to remove as resistance was felt with the anatomy. After many attempts to deflate the bdc, it could only become a little smaller, but still could not complete deflate and refold. After a while, the bdc was directly removed slowly and carefully. The procedure was successfully completed with a 2.5x15mm and 2.75x15mm non-abbott bdcs and a 2.5x36mm non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.